Event description:
It was reported that during an ileocecal resection, the sales rep was in the o.r. During the surgery. The surgeon did not use the ace36e near another metallic instrument, clips or staples. When he was using the device in mesocolon the generator returned an error of the instrument. The nurse disassembled and re-assembled it according to the IFU. After testing, the generator returned no error. The surgeon inserted the device through a trocar and started to use it in the mesocolon again. Visually we could not see anything: nor cutting or any other activity. He pulled back to visualize the device, and half of the tip of the active blade disappeared. He replaced the scissor and the new one worked perfectly until the end of the procedure. The condition of the patient immediately after the event was stable. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Added additional information. After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.